Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device upgrade procedure, the pulse generator exhibited setscrew anomaly. Torque wrench was used to remove the lead from the device but was unsuccessful. A different torque wrench was used and same issue exhibited. The septum was removed and the lead could be removed successfully. The patient experienced no adverse consequences.

Manufacturer narrative:
Final analysis found that the problem with the setscrew is undetermined for the setscrew and septum were not returned for evaluation. Without the setscrew to analyze there is not enough information to state specifically what caused the problem.